Manufacturer narrative:
Reporter phone number (B)(4). Date of event is estimated. Date of surgery is unknown.

Event description:
It was reported that patient experienced erythema at the ipg site. Surgical intervention was undertaken at unknown date wherein the ipg was repositioned to address the issue. Reportedly, additional information received (related manufacturer reference number 1627487-2025-02726) identified that the wound at the ipg site was not healing. Patient was also treated with antibiotics. Additional surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient experiencing reduced wound healing was reported to abbott. The patient underwent a revision surgery. The wound at the ipg site was not healing. The physician attempted to reposition to prevent explant. Patient was also treated with antibiotics. The patients scs system was explanted due to patient anatomy. The patient met with the neurosurgeon for a paddle lead surgery and was advised to wait. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted. Additional surgical intervention may take place to restore therapy.